Event description:
It was reported that during an a-fib procedure, when the catheter was connected to the carto 3 system, a ''20-pole a'' error occurred. Then the body surface electrocardiogram and the lab intracardiac potential disappeared intermittently. The issue was resolved by replacing the catheter. The procedure was completed without any patient consequence. No other information was provided. The complaint catheter was received for analysis. On the first issue, the "20-pole a'' error issue, an eeprom data, carto and recalibration tests were performed. The catheter failed the carto and recalibration tests. Regarding the intermittent loss of bs and ic signals issue, the catheter was tested and passed the electrical characteristic test. The catheter was then dissected and it was determined that the root cause of the "20 pole a'' error is an internal problem in the pc board. The device history record was reviewed, and it verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint "20 pole a" error was confirmed. However, the electrocardiogram and lab intracardiac potentials intermittent disappearance could not be verified. The product analysis of the returned complaint catheter was completed on (B)(6) 2012. Multiple attempts were made to obtain further clarification on the initial complaint reported, but at the end no additional information was provided. Since no other information was available, it is still unclear whether or not the signal loss occurred on all the channels, including the 12 leads of the body surface ecgs and all intracardiac recording; or if the signal loss occurred on both carto and ep recording systems simultaneously. Thus upon completion of the catheter's analysis date ((B)(6) 2012) and the inability to obtain clarification on the loss of bs and ic signals issue, bwi decided to make this event reportable, marking the analysis completion date as the alert date.

Manufacturer narrative:
(B)(4).